Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Reported failure with one of the delineators during a case ((B)(6) 2019), the mechanism wouldn't slide on the device when attempting to insert it, and the shaft of the device lost its curve and was almost straight while attempting to insert.